Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 keypad failure after replacing the rear case. Bio med had a question of why his keypad would stop working after he sometimes replaces the rear case. Explained to bio med that damage can occur at the black keypad harness that connects to the logic board. If not careful, over bending the flex cable can damage and crate an open on a trace. (B)(4).